Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the pt's infusion device alarmed for low battery. The pt changed the battery and continued using the infusion device. On (B)(6) 2012, her blood glucose levels began to rise. She contacted her clinic and took 40.0 units of insulin via bolus and basal delivery. Her blood glucose level is under control, but she states that her infusion device did not administer the basal delivery. On (B)(6) 2012, the pt again contacted her clinic. They advised that she take additional insulin via injection. Her blood glucose level went down to 6 mmol/l (108 mg/dl). In the evening it was up to 13 mmol/l (234 mg/dl). She continued using her infusion device believing she was receiving the basal deliveries. The morning of (B)(6) 2012, her blood glucose was 25 mmol/l (450 mg/dl) and she again contacted her clinic. She took herself to the clinic and had ketones in her blood. She received additional insulin while at the clinic via injection that she administered herself. The pt's nurse programed a bolus on the pt's infusion device while it was not connected to the pt. Insulin successfully dripped out of the cannula. The nurse left the infusion device for two hours and did not see any insulin drip from the cannula for basal deliveries. Again she tested the bolus function and was able to see insulin drip. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.